Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, a definitive root cause of the observed device distal end detachment could not be determined, however, the issue was likely the result of component failure due to excessive stress and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex video scope exhibited a detached distal end. There was no patient involvement.